Event description:
It was reported that the patient underwent a revision procedure due to fluid loss, the entire system was empty with an inflatable penile prosthesis (ipp).the ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. No further patient complications were reported following this procedure.

Manufacturer narrative:
The returned device was analyzed and the reported allegations of fluid leak was confirmed. Based on a review of all available information, the cause of the reported event was determined to be a large tear in both cylinder; this tear resulted from broken fabric threads from input tube wear. Based on this investigation, the investigation conclusion code of cause traced to component failure was chosen because the reported events could be traced to a component failure. Based on the results of this investigation, no escalation is required.

Event description:
It was reported that the patient underwent a revision procedure due to fluid loss, the entire system was empty with an inflatable penile prosthesis (ipp).the ipp cylinder, pump, and reservoir was explanted and a new ipp cylinder, pump, and reservoir was implanted. No further patient complications were reported following this procedure.